Event description:
It was reported that the customer went swimming and now the buttons on the insulin pump were not working. Customer's blood glucose reading at the time of the call was 178 mg/dl. Nothing further was reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with no button response due to moisture damage on the lcd board. Also, the device was received with moisture damage on the motherboard, interface board, radio frequency board, motor, vibrator and battery tube assembly during. No moisture damage on the keypad assembly noted. The unit had cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Manufacturer narrative:
(B)(6). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.